Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that and injury occurred after use with an unspecified bd catheter. The following information was provided by the initial reporter, "three patients returned to the emergency department for reassessment of IV therapy. When the IV is removed (after 3 days) the patients have little skin injuries near the butterfly portion (stabilization platform) of the catheter rests against the skin. Te site is correctly secured with no excessive tape or pressure applied to the area." 1 of 3 complaints, 3 occurrences reported.

Event description:
It was reported that and injury occurred after use with an unspecified bd catheter. The following information was provided by the initial reporter, "three patients returned to the emergency department for reassessment of IV therapy. When the IV is removed (after 3 days) the patients have little skin injuries near the butterfly portion (stabilization platform) of the catheter rests against the skin. Te site is correctly secured with no excessive tape or pressure applied to the area." 1 of 3 complaints, 3 occurrences reported.

Manufacturer narrative:
H.6. Investigation summary the photo provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history review could not be completed as no batch number was provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends h3 other text : see section h.10.